Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture. Subsequently, a revision procedure was performed. The rv lead remains implanted. No additional adverse patient effects were reported.